Event description:
It was reported that after an infusion set supply change, blood glucose increased from approximately 150 mg/dl to 230 mg/dl within about two hours, and the user suspected the infusion site was damaged despite no visible leaks or abnormalities; a site-only change was performed and blood glucose then trended down on continuous monitoring. Symptoms included hyperglycemia. Outcomes included the need for continued glucose monitoring and replacement infusion set supplies.

Manufacturer narrative:
Investigation included review of infusion site function and discussion of potential manufacturer variances. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was consistent with transient hyperglycemia with undetermined root cause, and replacement supplies were provided as a precaution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.